Manufacturer narrative:
(B)(4).

Event description:
It was reported after the catheter was placed, the clinician attempted to break the sheath to peel it apart. They encountered major resistance. The sales rep was present during this incident. She noted she wasn't sure at one point the clinician was going to be able to break the wings apart. He completely slid the sheath out of the insertion site and then broke it apart. At which point one of the sheath tabs almost completely broke off. There was no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report of difficulty breaking-apart the wings of the peel-away sheath were confirmed. One used 14 ga x 2 - " peel-away sheath was returned. The sheath was fully peeled and separated into two pieces. Microscopic inspection found that the hub did not break cleanly along the score line. The instruction booklet provided with the kit, contains instructions for inserting and removing the sheath. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue is manufacturing related. A hub crack force test has been added to verify the break force as part of the inspection procedure for this sheath. The change was implemented on (B)(4) 2016. The sheath involved in this incident was manufactured prior to implementation of this check. No further action will be taken.